Event description:
It was initially reported that during a da vinci assisted pulmonary lobectomy, the vessel sealer extend (vse) was "not functioning properly tore through a vessel." Through follow up with the surgeon, the following information was obtained and or clarified: the vse was used on the pulmonary vein and while it was confirmed seal complete tones were emitted from the generator and tissue effect was observed, the vein bled immediately after using the cut function. A da vinci small clip applier was used to place a clip on the vessel stump to achieve hemostasis. The estimated blood loss from the event was less than 20ml and the procedure was completed robotically.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported incomplete seal after using the vessel sealer extend (vse) instrument is unknown. Intuitive surgical, inc. (Isi) received the instrument and performed failure analysis which did not confirm nor replicate the customer reported complaint. During in-house testing, the instrument passed initialization, recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions, the jaws opened and closed properly, and the instrument passed cut and energy delivery tests with no sealing issues. The instrument passed jaw ceramic dot verification and ceramic dot swipe tests. Electrical continuity testing was performed and passed. The knife slot measurement was 0.028" and the electrode gap verification passed at 0.003". The grip force test was performed and passed. A follow-up MDR will be submitted if additional information is obtained. Logs show part number 480422-01 / lot number k10230215-0103 was installed once and passed homing. The instrument performed 3 seal events with an average duration of 10.6 seconds and 1 cut event, which logs show was completed. There are no errors in digital signal processor (dsp) or master supervisory controller (msc) logs that would have caused or contributed to the reported event. There were no system errors that would have caused or contributed to the reported event. This complaint is considered a reportable event due to the following conclusion: the vessel sealer extend (vse) instrument did not sufficiently complete a seal on the pulmonary vein after audible beeps from the generator provided a signal that indicated the seal was complete. After cutting the vein, it began to bleed and a da vinci small clip applier was used to achieve hemostasis on the vessel stump and the estimated blood loss was 20ml.